Manufacturer narrative:
Additional narrative: the device associated with this report was not returned and is presumed yet implanted. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. There is litigation involving this patient. Follow-up activities are being performed by the depuy legal team. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient had an x-ray of his right knee which showed that a portion or all of the cement was no longer there. Litigation alleges the patient suffers from pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Update 6/1/2015- medical records received. After review of the medical records for MDR reportability, the part/lot is being updated. The quantity is also being updated. The complaint was updated on:6/25/2015.

Manufacturer narrative:
Update august 20, 2015: medical records were reviewed by a medical professional and it was not possible to determine if the complaint is product related. Review of the device history records did not reveal any related manufacturing deviations or anomalies based on the provided product and lot combination. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.